Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their left lead was now not functional. The patient stated that this had been the case since (B)(6) 2017 and that they were in a lot of pain since their system was ¿not functional.¿ it was unknown if the change in therapy was related to positional movement. The patient mentioned that they charged their implantable neurostimulator (ins) meticulously. It was noted that the patient had an appointment scheduled for (B)(6) 2017 and wanted a manufacturer representative to be present. No further complications were reported or anticipated. Indication for use is failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their ins went 'defunct' and that 'everything went dead' inside of them. A replacement surgery was conducted on (B)(6) 2017. The patient noted that their rep was with them at the surgery. No further complications were reported.